Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient last charged the ipg approximately four months ago. As such, the ipg was inoperable and communication could not be established using multiple external devices. Subsequently, surgical intervention was undertaken on (B)(6) 2017 during which the ipg was explanted and replaced. Effective stimulation was restored following the procedure.